Event description:
An 88-year-old female patient presented to the hospital with mild right heart strain. Computed tomographic angiography (cta) confirmed the presence of clot in the right interlobar and truncus as well as small clot on the left interlobar. The patient was diagnosed with pulmonary embolism (pe). Additionally, the patient had a "do not resuscitate" (dnr) order and had been in a motor vehicle accident one month prior where she sustained hip fractures. The clot age was estimated at 10 days. A thrombectomy was performed with the inari flowtriever system. Wire positioning was obtained and the triever24 (t24) was advanced. A single aspiration was performed which yielded clot. The physician then repositioned into the truncus in which another aspiration was performed. The physician then pulled the t24 into the main pulmonary artery when it was noted that the guidewire appeared to be in the left interlobar area and advanced slightly. The wire was not distal but was facing inferior. The physician opened a triever20 curve (t20c) catheter and advanced it over the guidewire. While advancing the t20c catheter, the patient complained of chest pain despite exhibiting stable vital signs. The physician performed imaging with contrast which showed an image filled with contrast. The patient complained of chest pain again and began showing signs of hemoptysis. The patient was rotated to address the hemoptysis and a second angiogram was performed which revealed an extravasation. The patient deteriorated rapidly and a code was initiated. The patient entered ventricular fibrillation and a defibrillator was used and cardiopulmonary resuscitation was administered. Unfortunately, the patient expired despite resuscitation efforts.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of inadvertent catheter perforation. Cardiac perforation and death are listed in the device labeling as known potential complications/adverse events. Manufacturer reference #: (B)(4).